Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in japan that preoperatively to an arthroscopic rotator cuff repair procedure on (B)(6) 2023, it was observed that the vapr tripolar90 suction electrode had water drops inside when the nurse was opening the device and about to prepare it in the clean area. According to the report, the event occurred before being connected to a generator and suction, etc., and it felt something was wrong. Therefore, the nurse stopped opening the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The initial reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received in juarez laboratory. Visual inspections revealed that the electrode was received in its original packaging open, residues inside the suction tube could be identified. The device will be sent to the supplier for testing. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The device was evaluated. The visual inspection of the device was performed, as a result, the device was received in its original packaging open, the device appeared in an unused condition. Droplets visible down the full length of the suction tube. The customers device was released in jun 2022. A DHR review has been performed for complaint device lot number u2205095; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no containment or further correction action has been implemented. The customer claimed that ¿a nurse noticed water drops inside suction tube when the nurse was opening the device and about to prepare it in the clean area¿. Visual inspection of the device showed droplets down the full length of the suction tube. This is most probably silicone oil that has migrated from the suction control valve. The manufactured confirmed the reported failure. The returned complaint device exhibits clear liquid droplets in the electrode suction tube as reported by the customer. The liquid droplets seen in the suction tube is excess silicone oil which is dispensed as part of the tripolar electrode manufacturing process - silicone oil dispense process ID 381 to 382 of the tripolar manufacturing plan 921109. The purpose of the silicone oil process is to aid reduction of the slider force and provide a smooth operating valve system. As per tripolar 90 biocompatibility test report document dn0000947 - silicone oil is biocompatible and has in-direct patient contact due to potential transfer through the saline irrigant. The assignable root cause relating to this complaint is the manufacturing process. A CAPA and a non-conformance have been initiated to further investigate root cause. This failure was investigated on two complaints (pc-001004472 and pc-001000873), as a results, the reported ¿water in the saline tubing¿ is likely to be excess silicone oil being deposited in the pvc tube from the manufacturing process. The potential causes: 'incomplete training', 'non-conforming silicone oil used', 'inadequate dispense method', 'assembly aid 595035 not followed' were ruled out. As part of this investigation the tripolar 90 silicone oil dispense station settings were reduced and revalidated during CAPA to help minimize the complaint rate in line with the system risk assessment (892007). Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.